Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited white foreign material inside the air/water tube and air/water cylinder. It was also reported that the light guide lens had a stain. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was at the air/water tube/cylinder. There was no damage to the device where the foreign material was detected. Examination showed the material on the light guide lens was on an inside surface and was consistent with corrosion. This material could not have been removed during user reprocessing. It was determined likely that this area was exposed to physical stress, the adhesive peeled off as a result, then humidity entered the light guide lens and caused corrosion. There were no deviations identified with the user reprocessing performed. The cause of the material remaining in the device could not be determined. For the foreign material found at the air/water tube and cylinder: the issue is detectable and preventable by handling device in accordance with the IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. For the foreign material found at the inside of the light guide lens: the issue is detectable by handling device in accordance with the IFU. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.